Event description:
It was reported that during cholecystectomy, the connection part between seal and flame cylinder was spotted and gas leaked when the camera was inserted. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.